Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.

Event description:
It was reported that while in cath lab, md inserted sheath via femoral artery. After prepping intra-aortic balloon, md could not insert iab through sheath. As a result, md requested another iab & procedure was performed without incident. There were no reported patient complications. Patient does have an infectious disease & therefore, iab was disposed of.